Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device (B)(4) is in process; the results will be forwarded when available.

Event description:
It was reported that the physician had difficulty pushing the stylet into the 2 leads. The leads were not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. (B)(4) distal conductor blood/fluid obstruction; full lead was returned and analyzed. Blood/body fluid in/on distal conductor(not obstructed). The blood in the distal conductor most likely entered through the is-1 pin, no inner insulation breach was observed.